Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving high readings on her adc freestyle libre sensor compared to readings obtained on the built-in reader. Sensor readings of 'hi' (greater than 500 mg/dl) and 'hi' (greater than 500 mg/dl) were received and compared to built-in results of 25 mg/dl and 38 mg/dl respectively. Customer further reported that she self-administered an unspecified amount of insulin in response to the sensor readings. The customer noted that the "blood value was more likely to be in low sugar" despite the readings received, as the customer reported experiencing symptoms of "dizziness, insufficiency, brief memory loss, and incapacitation", and experienced both seizure and loss of consciousness. The customer's husband administered sugar by oral route as treatment, and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on her adc freestyle libre sensor compared to readings obtained on the built-in reader. Sensor readings of 'hi' (greater than 500 mg/dl) and 'hi' (greater than 500 mg/dl) were received and compared to built-in results of 25 mg/dl and 38 mg/dl respectively. Customer further reported that she self-administered an unspecified amount of insulin in response to the sensor readings. The customer noted that the "blood value was more likely to be in low sugar" despite the readings received, as the customer reported experiencing symptoms of "dizziness, insufficiency, brief memory loss, and incapacitation", and experienced both seizure and loss of consciousness. The customer's husband administered sugar by oral route as treatment, and no further treatment was reported. There was no report of death or permanent injury associated with this event.